Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 251-253 mg/dl. System check was started with tandem technical support; however, customer declined to complete the check. Reportedly, customer did not properly insert the cartridges and alleged that was the cause of the occlusions.

Manufacturer narrative:
Device not returned.